Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 140 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. Customer reported while performing displacement test and test results was failed. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed.